Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux n y gastric bypass, while the device was being made ready by the scrub nurse and was not in contact with any tissue, the green firing button would not activate thus not allowing the device to fire. The surgeon was not able to squeeze the handle. The device was changed for another handle and reload to complete the case. There was no patient injury.